Manufacturer narrative:
B5: the lens remains implanted. Reportedly, the status of the eye "after prk the pain disappeared". This resolved the problem. No injury reported. Additional information provided "patient is happy". H6: 2199 corrected to 4625. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -3.0/+3.0/061 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon reports the patient is having headaches on their right side. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
H6: medical device problem code - 1494: off-label use (acd < 3.0mm) should be removed from the initial MDR. Claim#: (B)(4).